Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. The device was not returned for analysis. Investigation of the production record could not be performed as no lot information was available. Although device investigation of the subject guidewire could not be conducted, all the shipped products were inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Unique device identifier (UDI): the UDI is unknown because the part number and lot number were not provided. The device is manufactured by (B)(4). Abbott vascular distributes the device and is responsible for MDR reporting.

Event description:
It was reported that the distal end of the asahi guide wire appeared separated after use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.